Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was suspecting their ins had migrated farther down because it was not sticking out as much as it used to; it looked like a pack of cigarettes, and because they were also having severe back pain across their waist, which they never experienced before. The pain was so bad that the patient couldn't sleep. It was unclear when this was first noticed since the patient reported it occurred "at least a week" prior to the report. The patient had gone to the emergency room (ER) on (B)(6) 2018 and had an x-ray of their abdomen and tested for diverticulitis, which was determined to not be the cause of the pain. They were redirected to their doctor to discuss their symptoms and the next steps. It was reported that the patient was scheduled to see their doctor on (B)(6) 2018. No further complications were reported or anticipated.